Manufacturer narrative:
The fse performed preventative maintenance to correct the probe drip. The probe wipe and mixing bubble check valves were also replaced. The repair was verified per established procedure and all results met the specifications. The probe contains blood and diluent during operation and act rinse during shutdown. Bec internal identifier for this complaint is (B)(4).

Event description:
While troubleshooting the instrument, beckman coulter field service engineer (fse) found the probe on the coulter act diff hematology analyzer dripped after startup. The customer was wearing gloves and lab coat. There was no exposure to mucous membranes or open wounds. Msds was not reviewed but the customer has an exposure control or risk management plan in place. Patient results were not affected by this event. There was no death, injury, or change to patient treatment, and no one sought medical attention. *note: this related event on (B)(4) 2012 is documented in MDR# 1061932-2012-00274.